Manufacturer narrative:
Concomitant product : d334trg ICD implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial lead had pulled back and had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.